Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that fluoroscopy was not possible. Review of the system log file showed that failure in fdc (flat detector controller) self-test. Upon troubleshooting, fse failed to download the software and found that the fdc was defective. To resolve this issue, fse replaced the fdc. The defective component was returned to philips for analysis and found that photo detector was defective which lead to gigalink communication failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not emit x-rays the system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flat detector controller board (fdc) which returned the device to use in good working order.